Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, cause was unknown. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Blood glucose level was addressed with manual injection. Additionally, it was reported that the customer experienced a low blood glucose (bg) level (value not provided), cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. It was also reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.